Event description:
Related manufacturer reference number: 2017865-2023-50630.it was reported that during unrelated procedure, it was noted that the pacemaker and right ventricular (rv) lead were exhibiting failure to capture and failure to sense. On (B)(6) 2023 the pacemaker was explanted and the rv lead was capped and new pacemaker and rv lead were implanted. The patient was in stable condition.